Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming with the pump and the pump got wet. The customer stated that the pump did not beep at all for about 30 minutes after the pump got wet. Customer stated then the issue was resolved. In addition, the customer stated to not like the pump design muffles with speaker on back of pump. The customers blood glucose (bg) level was impacted range from (160 mg/dl-400 mg/dl) with ketones present. The customer would bolus via the pump, manual injection and temporary increase in basal-rate to stabilize bg level.